Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 40323a2052) was chosen for implantation. The clip was advanced to the valve. Gripper orientation was successful. On the fourth grasp attempt, one of the grippers stopped raising and lowering during simultaneous actuation. Troubleshooting was performed but was unsuccessful. The clip was removed and two replacement clips were implanted, reducing mr to grade 1-2. The procedure ended with mitral valve gradient of 6mmhg.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single gripper actuation issue and unable to grasp leaflets were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.